Event description:
It was reported that during an unk procedure, the device burned a hole in the drape. It was indicated that the device was set down and the tip came in contact with the drape only. Another device was used to complete the procedure. There was no adverse consequence to the pt. Additional info was requested and the following was received: the surgeon stated the handpiece was the device that caused the drape burn. It was noticed by the scrub nurse to be very hot to the touch. The disposable was removed from the handpiece and it was set on the drape. The threaded stud on handpiece was hot enough to burn drape. The surgeon complained of poor coagulation of device prior to the discovery of hot handpiece. No pt injury occurred.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.